Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal vhd kit size 1 was deployed. Prior to the procedure the patient's hemoglobin were extremly low. No complications were noted immediately following deployment and the site was dry and intact. Approximately 48 hours later the patient complained of pain and bruising was noted on both the front and back of the thigh. A femostop was applied. No labs were drawn to evaluate the hemoglobin and hematocrit level. The patient coded and was defibrillated and ventilated. The patient later expired. A hematoma developed which is attributed to CPR. The hospital does not attribute the patient's death to the use of vasoseal.